Manufacturer narrative:
The insulin pump was received with high idle current and failed battery test due to corroded battery tube. The rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test were not performed due to low battery life. No blank display. The device had cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a blank display after changing the battery. Blood glucose value was 320 mg/dl; treated with back-up insulin pump. The customer stated that she removed the battery and noticed corrosion in the battery tube. Troubleshooting was performed and the display did not return. The device was returned for analysis.